Manufacturer narrative:
Product has not been received by MFR for eval, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the applier would not hold the clips. It was noted that the clips did not have bosses. No injuries reported.